Event description:
It was reported that the lead was damaged after the surgeon removed the temporary end cap device, during the case. Intra-operative lead inspection revealed material damage had occurred; the number three electrode contact had been torn away from the distal tip. There was no injury or patient symptoms reported. Additional information has been requested from the representative.